Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82227650 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a saber rx 5mmx4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at 8atm during its initial inflation. The device was replaced with an unknown balloon catheter to complete the procedure. No injury was reported to the patient. The product was stored properly and prepped according to the IFU. There was no difficulty removing the product from the hoop or removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The leak was noticed during use in the patient. The leak was not on the shaft of the catheter. The device prepped normally. The procedure was an endovascular thrombectomy and the target lesion was the superficial femoral artery. The target lesion was severely calcified, with little tortuosity, 90% stenosis and was not a chronic total occlusion. The same indeflator used in the procedure was successfully used with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve, or when inserting the balloon thought the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, or crossing the lesion. The device was inserted and able to be delivered to the lesion. The catheter was never in an acute bend and did not kink when being used. The product was removed intact from the patient. Other procedural details were requested but are unknown, unavailable, or not applicable. The device will not be returned as it was previously discarded.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h6 and h10. As reported, the balloon of a saber rx 5mm x 4cm 155 percutaneous transluminal angioplasty (pta) balloon catheter ruptured at eight atm during its initial inflation. The device was replaced with an unknown balloon catheter to complete the procedure. No injury was reported to the patient. The product was stored properly and prepped according to the IFU. There was no difficulty removing the product from the hoop, removing the protective balloon cover, the stylet, or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The leak was noticed during use in the patient. The leak was not on the shaft of the catheter. The device prepped normally. The procedure was an endovascular thrombectomy and the target lesion was the superficial femoral artery. The target lesion was severely calcified, with little tortuosity, 90% stenosis and was not a chronic total occlusion. The same indeflator used in the procedure was successfully used with other devices. There was no resistance or friction while inserting the balloon through the rotating hemostatic valve, or when inserting the balloon thought the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, or when crossing the lesion. The device was inserted and able to be delivered to the lesion. The catheter was never in an acute bend and did not kink when being used. The product was removed intact from the patient. Other procedural details were requested but are unknown, unavailable, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot 82227650 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and 90% stenosis likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcification during delivery or balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.